Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op that the nim stopped working mid-case. Dr. Shabeeb states that he believes the tube malfunctioned and would not tell him if it was nerve or not. He ended up leaving extra thyroid tissue since he was unsure of where the nerve was. The patient ended up having to come back for a 2nd surgery due to the nim tube not working. Procedure was delayed by ten minutes. Procedure was completed with reported products. There was no patient impact.

Manufacturer narrative:
B5: new information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: the current is delivered. Probe gave tweedled noise indicating alerted the user of the issue ¿no nerve¿.